Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was the patient¿s post-op care altered in any way as result of the issue with the device? Why was the patient kept for an additional day? What were the indications for the procedure? Approximately how far down the staple line did the device cut and or staple? Were the issues noted on both sides of the knife or just one side? Are there any surgical photos or video available? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that there were no issues during first firing, however upon second reload being used it stopped firing halfway. When opened, surgeon found that many of the staples which had released were malformed/hadn't stapled. He believes that the problem arose from a faulty cartridge, but does not think there was a problem with the gun itself. Unfortunately, the stapling failed on the part of the stomach staying inside the patient which required suturing and added additional time to surgery. The gun was tested on a swab afterwards and it fired ok and continued to use it in the op without trouble. The procedure was extended by approximately 45 minutes due to the failure. No major complications, but patient is being kept in an additional night for observation.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2022. D4: batch # 436a47. H6: component code: g04. Additional information was requested and the following was provided: was the patient¿s post-op care altered in any way as result of the issue with the device? -yes, a surgical drain was placed, patient had to have a swallow test afterwards as well. Why was the patient kept for an additional day? -yes, discharged on day 4 (usually day 2) what were the indications for the procedure? -morbid obesity, done for weight loss. Approximately how far down the staple line did the device cut and or staple? -the stapler cut the whole length, it also stapled across the whole length on one side only (the side of stomach planned to be removed). Were the issues noted on both sides of the knife or just one side? -one side are there any surgical photos or video available? -no what is the patient¿s current status? -at home/well investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with an gst60g reload present. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.